Manufacturer narrative:
The insulin pump alarmed button error and it had intermittent button response due to corroded keypad traces. The device had normal operating current and the device did not get hot during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, she was at outdoor concert and the insulin pump alarmed button error. Customer's blood glucose was 218 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. The device wasn't dropped or been wet but it has been hot. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.